Event description:
It was reported that prior to the start of a da vinci-assisted urology prostatectomy surgical procedure, the monopolar curved scissors (sp) instrument's terminal portion of the instrument¿s tip was broken and was not possible to install the scissors on it. A backup same dv instrument was used for the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors (sp) instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the monopolar curved scissors (mcs) was on the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have damage. A visual inspection of the adapter overmold for damage such as cracks, indentations, or missing material was performed and failed due to damage on the side of the adapter. The damage measured at 2.32mm x 1.68mm. The damage is missing material and was not returned with the instrument as a result, the instrument tube adapter was found to have a detached fragment. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.